Manufacturer narrative:
H3 : analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis gets completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-op, the pre-amplifier device was not responding. There was no patient involvement.

Manufacturer narrative:
B5 : additional information received. E : initial reporter and facility details updated. H6: codes updated. Previously applied codes fdm b21, fdr c21, fdc d16 and imf f27 are no longer applicable. Additional comments : the faulty unit was shipped back by the customer, but as the unit is eogs, the unit cannot be further analyzed or serviced. Hence, fdm code is updated to b17. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the daq916 device cannot detect the signals from the connected electrodes which were attached to patient body. There was no patient impact. During troubleshooting at field, there was some fluid noticed at the surrounding area of the device / set-up.